Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent right heart catheterization on (B)(6) 2019, the sensor was not recalibrated because the cardiomems sensor mean matched the right heart catheterization. Accurate readings were observed under the manufacturer's patient care network database.